Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that every time they charge their battery or use their unit, it gets hot and is uncomfortable. They stated that their leads and battery check out okay, so they wanted to know if this was due to the recharger. The patient inquired if they could get a new recharger. No further complications were reported or anticipated.